Event description:
Following an atrial fibrillation pulmonary vein isolation procedure, the patient developed a cerebral infarction and anticoagulant were administered as treatment and the patient has been discharged. The cause of the thrombus remains unknown, though the user suspected a potential association with abbott products.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cerebral infarction remains unknown.